Event description:
A technician tried to remove a sample from the system before it was sampled, without the system being in the ready state. The dpp sample dilution probe swung over to aspirate the sample and punctured the technician's hand, drawing blood. The injury that the technician sustained was due to operator error. The technician immediately sought treatment at the ER and followed up with employee health services. It is unk if any further treatment was provided.

Manufacturer narrative:
This event is being reported because the injury occurred in a biohazardous environment. Analysis of the info indicates that the cause for the incident was directly related to the failure of the user to follow documented procedures for operation of the instrument. The instrument is performing within specifications. No further eval of the device is required.